Event description:
Note: the date of event is unknown, but reported to be either (B)(6), 2012. It was reported to boston scientific corporation that a jagtome rx was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on either (B)(6), 2012. According to the complainant, during the procedure, the distal end of the catheter split during the device exchange. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.